Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean the pump components, including removing an o-ring from the pneumatic tap area. Initially, the customer could not successfully load the cartridge, but after assistance from technical support, they were able to load a new cartridge and resume insulin delivery.